Event description:
A male developed an aorta to left atrium fistula 2-3 months post-implant. The patient is asymptomatic; however, surgical removal is planned.

Manufacturer narrative:
According to aga?s medical consultant, there was no erosion of the atrial free wall, and no pericardial effusion or hemodynamic compromise. The documentation reviewed indicated the aorta was ?indented? By the device post-procedure and most likely led to the creation of the fistula. It is believed that the left disk was wedged between the posterior wall of the atrium and the aorta, constantly getting pushed by the aorta, especially during systole. This was an extremely rare event. The pre-implant and procedure echocardiograms are needed to further evaluate this event; however, none have been received. The returned device was fixed by the fibrotic tissue. The left disc was slightly bulged, and pseudo-endocardium covered approximately 75% of the disc's surface. The right disc was completely covered by the pseudo-endocardium. The measurements of the device met specifications.